Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch ping meter was giving inaccurately low readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient obtained the blood glucose reading of 3.9 mmol/l (70 mg/dl) on the reported meter which he claimed was inaccurately low compared to his expected values. At that time, the patient experienced the symptoms of headache and impaired vision. The patient administered self-treatment by consuming food; he did not seek any medical attention. Troubleshooting revealed the test strips were in good condition and within opened expiration dating and the patient's testing technique was correct. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms occurred concurrently with the meter readings, and he did not seek any medical attention. However as the test result did not correlate with the treatment, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 (03/20/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 and (B)(4) 2013 with the following findings: the meter passed testing and functioned properly; no faults were found. The complaint was not reproduced. The test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.